Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
I have some sad and unfortunate news I don't know what to do with. I just went to my dentist for a cleaning and my gums are cut up (in certain areas) and very inflamed in between my teeth and even just on the upper and lower part of my mouth. I get my teeth cleaned every 4 months & I brush/floss obsessively. The only [?]new' thing in my routine is the byte trays. I seem to be having an allergic reaction to them. I thought it was normal to feel the discomfort, but my dentist was concerned.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.